Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in in use for a diagnostic procedure when the issue occurred, and the procedure was completed by restarting the system. Onsite investigation of the system confirmed that there was a problem with the hard disk of the ippc. The hard disk was replaced, and the image store was recreated. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The diagnostic procedure was completed by restarting the system. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not do cine and displayed the message: "exposure is not possibly reselect application". The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and performed re-create image store. The device was returned to expected functionality.